Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 56mg/dl, and her blood glucose was treated with yogurt. Days later, the customer called back and stated that she was hospitalized for diabetes ketoacidosis and high blood glucose over 500mg/dl. Troubleshooting was performed. The customer stated that she changed the infusion set, and her blood glucose started dropping. The caller mentioned that her blood glucose has gotten under control until the day she called reporting no delivery alarms. Advised to avoid areas she has been inserting. No further information was provided.